Event description:
The customer reported a leak from the needle cartridge of a coulter lh 750 hematology analyzer. The volume of the leak was approximately 10 ml and was contained within the instrument. The instrument operator was wearing goggles, gloves, and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a leak through tubing at pinch valve vl57a. The fse replaced the check valve and tubing at pinch valve vl57a to resolve the leak. Repairs were verified per established procedures. (B)(4).